Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were frequent occlusion alarms with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: there were multiple occlusion alarms observed in the black box with a high force. The pump was able to perform the rewind, load cartridge, and prime steps successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The battery compartment was found to be cracked. Corrosion was observed in the battery compartment. There was further evidence of moisture on the printed circuit board and internal components of the pump.